Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a downstream occlusion that would not clear. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion error won't clear' which was not reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of specification force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.